Event description:
Literature: mehrkens jh, botzel k, steude u, et al. Long-term efficacy and safety of chronic globus pallidus internus stimulation in different types of primary dystonia. Stereotact funct neurosurg. 2009;87(1): 8-17. Summary: this report describes a retrospective long-term analysis of 18 patients followed between 37 and 90 months suffering from dystonia. Patients had bilateral pallidal electrode implantation with permanent implantation of a stimulation system. Event: it was reported that the pt experienced an accidental inactivation of their device when the pt was in close proximity of an airport metal detector. The pt experienced near immediate recurrence of dystonic symptoms. Please refer to MFR report number: 2182207-2009-05195.

Manufacturer narrative:
(B) (4).